Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged there were "audio issues" with the mx40. There were no reports of a patient injury or harm.